Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started the morning of (B)(6) 2014. The patient manages his diabetes with insulin (unknown type and dosage) and stated he took less food/drink in response to the alleged issue. At an unspecified time that morning, the patient claimed he developed symptoms of ¿frequent urination, thirsty, and no sleep¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/12/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 10/30/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.